Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection confirms the reflection cup positioner fractured at the narrow shaft section of the impact pommel. This was likely due to fatigue loading of the weld joint caused by repeated impacts. The broken piece was returned with the device. The device shows significant signs of wear/usage. The contribution of the device to the reported event could not be corroborated. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tka surgery, the top round impaction pommel of an offset reflection cup positioner/impactor broke off during impaction, all pieces were recovered. Surgery was resumed, after a non-significant delay, with a back-up device. Patient was not injured as consequence of this problem.